Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer's husband reported, his wife wore the patch for 7 hrs on the shoulder area at the top of her back. The husband states, the patch was difficult to remove and his wife had 5 marble size burns. She did not seek medical attention, self-treated the area with lanacane with aloe and took tylenol for pain.